Manufacturer narrative:
D3: corrected. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump created a noise as if an object was inside it. This was accompanied by a sudden decrease in volume of fluid inside the reservoir. Unit failed during assembly and acceptance testing and was assembled and not used at any point. Out of box failure. There was no patient involvement and no patient harm/adverse event reported.